Manufacturer narrative:
Off label use as stated in the instructions for use, "do not attempt to re-deploy prostar xl needles". - the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: failure to deploy suture. Time of malfunction: during vessel closure. Symptoms/ae: pain/occlusion/surgical repair. It was reported that a physician using the prostar xl device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the device was placed, arterial bleedback was done and the needles were deployed; however, only 3 out of 4 needles became visible. A back down procedure to re-park the needles was performed. The needles were re-deployed and all 4 needles became visible. The needles were removed and the sutures harvested; however, both ends of the green sutures were visible and only 1 end of the white sutures was visible. An attempt to remove the white suture was unsuccessful, and the pt complained of pain. The stent procedure was completed and a second attempt to remove the white suture was made without success. A knot was tied in the green sutures and hemostasis was achieved. An ultrasound was performed and a 50 percent occlusion was found in the right common femoral artery. The artery was surgically repaired. Additional information has been requested.